Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
It was reported that the patient was implanted 2 weeks prior to the date of the report and they never had therapeutic effect. The reporter also thought the pump was running out, and noted they were still trying to get it to the point where it controlled their spasms. The patient was still in the process of figuring out how much of a dosage they needed. The patient was to have an appointment on the date of the report and that the healthcare provider (hcp) did not know anything about refills. It was later reported that the cause of the lack of therapy was due to surgical complications of cerebrospinal fluid (csf) leak from around the catheter at the entry point in the spine. A revision surgery was performed to contain the leak, and the issue had been resolved. The patient recovered without permanent impairment. The pump system was being used to infuse baclofen (unknown) and the patient was also taking oral baclofen at the time of the event. The patient was getting good therapeutic benefit from the intrathecal baclofen.